Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 72", "pacer disabled" and "pacer fault 116" on power up. Complainant indicated that there was no pt involvement in the reported malfunction.